Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("heavy abnormal uterine bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial biopsy. In 2008, the patient started essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (dilation and curretage, thermal endometrial ablation (thermachoice device) performed on (B)(6) 2014). At the time of the report, the uterine haemorrhage and menorrhagia outcome was unknown and the dyspareunia had not resolved. The reporter considered uterine haemorrhage, dyspareunia and menorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced heavy abnormal uterine bleeding. This event is anticipated in the reference safety information for essure. She underwent a dilation and curretage and thermal endometrial ablation and coils were not removed. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspected insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine haemorrhage ('heavy abnormal uterine bleeding') and dyspareunia ('dyspareunia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial biopsy since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding"), migraine ("migraines or headaches"), pelvic pain ("pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (dilation and curretage, thermal endometrial ablation (thermachoice device) performed on (B)(6) 2014, essure removed and essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, menorrhagia, migraine, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the dyspareunia had not resolved. The reporter considered autoimmune disorder, device dislocation, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine haemorrhage ('heavy abnormal uterine bleeding') and dyspareunia ('dyspareunia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial biopsy since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding"), migraine ("migraines or headaches"), pelvic pain ("pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (dilation and curettage, thermal endometrial ablation (thermachoice device) performed on (B)(6) 2014, essure removed and essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, menorrhagia, migraine, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the dyspareunia had not resolved. The reporter considered autoimmune disorder, device dislocation, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: new event s added: migraine, device dislocation, pain, autoimmune disorder, hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ displaced essure coil (implant encased in paratubal myometrium)'), abnormal uterine bleeding ('heavy abnormal uterine bleeding') and dyspareunia ('dyspareunia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial biopsy since (B)(6) 2014, uterine inflammation, bleed in luteal cyst and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia/abnormal bleeding"), migraine ("migraines or headaches"), pelvic pain ("pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (dilation and curretage, thermal endometrial ablation (thermachoice device) performed on (B)(6) 2014, total abdominal hysterectomy and bilateral salpingooophorectomy and essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abnormal uterine bleeding, heavy menstrual bleeding, migraine, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the dyspareunia had not resolved. The reporter considered abnormal uterine bleeding, autoimmune disorder, dyspareunia, embedded device, heavy menstrual bleeding, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Event device dislocation was updated to embedded device. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced heavy abnormal uterine bleeding. This event is anticipated in the reference safety information for essure. She underwent a dilation and curettage and thermal endometrial ablation and coils were not removed. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspected insert cannot be excluded. This case was regarded as incident since intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.